Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being returned with no information.  The right ventricular (rv) lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead measuring 17 cm. Was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: e2dr33 ICD, implanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4)